Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy debris was produced inside the knee. It was further reported that the metal debris was removed. There was no harm to the patient, operator, or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is not confirmed. Visual evaluation, it was noted some scratches around the outer tube. Functional testing identified that the returned device did not produce debris when activated. No problem found.